Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. High power visual inspection of the device header and seal plugs noted no anomalies. Pin gauge testing designed to verify proper port dimensions was completed, and each port measured as expected. The device was then exposed to simulated heart load conditions, where the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Impedance testing was performed where all values were within normal limits. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the report of high impedances. 3191 code was used to denote surgical intervention.

Event description:
It was reported that this patient presented to the hospital due to an alert on his remote monitoring system. It was determined that there had been an automatic lead safety switch to unipolar due to out of range right ventricular (rv) pacing impedance. The patient was brought in for evaluation. Isometrics and pocket manipulation were unable to reproduce the out of range measurements. This pacemaker's programming was adjusted to mitigate the issue. No adverse patient effects were reported. The pacemaker and non-boston scientific rv lead remain in service. Additional information was received that this device was explanted, and was returned for analysis. No adverse patient effects were reported.

Event description:
It was reported that this patient presented to the hospital due to an alert on his remote monitoring system. It was determined that there had been an automatic lead safety switch to unipolar due to out of range right ventricular (rv) pacing impedance. The patient was brought in for evaluation. Isometrics and pocket manipulation were unable to reproduce the out of range measurements. This pacemaker's programming was adjusted to mitigate the issue. No adverse patient effects were reported. The pacemaker and non-boston scientific rv lead remain in service. Additional information was received that this device was explanted, and was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
3191 code was used to denote surgical intervention.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient presented to the hospital due to an alert on his remote monitoring system. It was determined that there had been an automatic lead safety switch to unipolar due to out of range right ventricular (rv) pacing impedance. The patient was brought in for evaluation. Isometrics and pocket manipulation were unable to reproduce the out of range measurements. This pacemaker's programming was adjusted to mitigate the issue. No adverse patient effects were reported. The pacemaker and non-boston scientific rv lead remain in service.